Manufacturer narrative:
Samples were taken of the substance for further analysis. This report will be updated when the eval is complete.

Event description:
It was reported that an unk substance was found inside the trigger housing of the handpiece. This was discovered while the device was at the MFR for repair. There was no pt involvement or adverse consequences related to this event.